Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) stated she had disconnected and then reconnected when alarm occurred. The baxter technical service representative (tsr) had the home patient (hp) cycle power to press go to start and had hp disconnect and remove cassette to discard supplies. The tsr advised to contact nurse. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the se 2240 alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp confirmed that she did disconnect and reconnect, she did not remember which part of the cycle she was in at the time. Per hp, there were no loose connections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The reported problem was confirmed. The assignable cause was related to use error.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.